Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pain and mesh was implanted along with the concurrent procedures of diagnostic laparoscopy with lysis of adhesions and ovarian biopsy. It was reported that following insertion of the mesh the patient experienced pain, erosion, extrusion, urinary problems, and recurrence. It was reported that patient underwent mesh revision and removal for the first time on (B)(6) 2012. A second revision was performed on (b)(64 20)13 for laser excision of mesh with in bladder. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.